Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a starclose se device after a transfemoral cerebral angiography procedure. Reportedly, after completing step 4, the starclose se device was attempted to be removed from the patient's body, but it did not move. The safety release button was used to remove the starclose se device. Bleeding did not stop, manual compression was applied to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.